Event description:
It was reported that a multirate infusor underinfused. The reported expected flow rate was 200 ml/40 hours; however, the infusion was not complete after 48 hours. This occurred during infusion of an unknown anesthesia drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured from july 28, 2013 to july 29, 2013. Evaluation summary: the device was returned for evaluation with 167ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.